Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the blood parameter monitor (bpm) potassium (k+) value deviated from the test value. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the end user reported that the bpm displayed a large k+ value drift during cpb. The end user reported that the k+ value deviated from the measured lab blood gas value. The shunt sensor in question was measuring an arterial k+ value. The k+ value was either drifting from the lab measured value or was reading 9.99 on the monitor screen. The end user decided to switch to the venous shunt sensor and the k+ value read accurately. This occurred during cpb, but did not delay the case, no blood loss recorded, and the surgery was completed successfully.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.